Event description:
The customer reported having high blood glucose of 439mg/dl and changing the battery every two to three days. The customer called back and reported being in the emergency room with diabetes ketoacidosis six months ago. The caller stated that her husband took her to the emergency room because her insulin pump was not delivering insulin and her blood glucose was over 600mg/dl. The customer was given injections manually to lower her blood glucose. The customer went home to check and found that it was close to 600mg/dl again; they treated her with an insulin drip for dehydration and allowed the customer to keep her insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.